Event description:
Device was placed on chest of male pt on (B)(6) for closure of a 1 x 2 cm excision. On (B)(6) the device detached from the wound. The wound was dehisced. Debridement was performed on the wound and two prolene sutures were applied to complete the closure of the wound. It was discovered that the physician applied an antibiotic petroleum based ointment (bacitracin) to the wound after the device was applied. Engineering eval of antibiotic petroleum based ointment when used with the device confirmed the failure experienced by the pt/physician. This info is captured in the MFR corrective and preventative action procedure (B)(4). The instruction for use (IFU) for the device has been updated to state a precaution in using petroleum based ointments. This update was released under the MFR change order system (B)(4). Location where event occurred: outpatient treatment facility. Device manufacture date: 03/21/2012.